Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing bacteria in the stomach, growth on the tongue and weight loss. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The reported allegations and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found black particles contamination on the underside of the blower box lid was consistent with degraded sound abatement foam. Top and bottom of the blower motor had pieces of degraded sound abatement foam stuck to it. Blower box had many pieces of the degraded sound abatement foam laying inside of it. Unknown white, brown and gray contamination at the air inlet of the blower box. Gray and black hairs of fibers at the air inlet of the blower box. Unknown white dust-like contamination was on top of the blower motor and the blower motor seal. The manufacturer found there was evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of white brown gray contaminant, hairs, dust, keratin found were external to the device. The manufacturer concludes there was evidence of sound abatement foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing bacteria in the stomach, growth on the tongue and weight loss. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The reported allegations and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.